Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the issue by reviewing the error log. The fse ran cup transfer test # 28 and could see dried serum on the presence sensor as well as wear on the cup transfer and flat cable. The waste chute was slightly out of alignment on the y-axis and the cup transfer z-axis was slightly out of alignment. The fse replaced the cup transfer assembly and flat cable, adjusted the waste chute and cup transfer z-axis for cup pickup on dispense lane and lubricated the cup transfer. The fse verified the resolution by running quality controls without errors. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified for error 2161 during the search period. There were four similar complaints identified during the search period for error 4153, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [2162] c. Transfer dropped cup cause: the cup hold sensor failed to detect the cup before it was released. Action: please contact the tosoh local representatives. Check s063, the cup pickup position for each mechanism, and the cup hold mechanism. [4153] c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to a worn cup transfer assembly and flat cable, cause traced to component failure.

Event description:
A customer reported ¿4153 c. Trans-z home overrun¿ on the aia-900 analyzer. The customer powered off the analyzer and cleared the waste chute, but the issue remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The test cup picking assembly was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found. Upon further inspection and manual manipulation of the cup picking assembly; it was determined that the motor and gear assembly for the z-axis movement of the assembly was internally damaged. The damage was preventing the proper movement of the z-axis. The cup transfer flat cable was not returned to isc; therefore no further investigation could be completed on the cable. The most probable cause of the reported event was due to component failure of the test cup picking assembly.